Manufacturer narrative:
Additional information: the manufacturing representative reported that when trying to reproduce the event during the system checkout, the only way she was able to do so was by turning the frame upside down 180 degrees from how it was initially placed when doing the registration. Fdm, fdr still apply to this analysis. Fdc being updated as it is indicated there was a user error in which the non-sterile reference frame was placed upside down, resulting in the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no anatomy visible at all around the entire head. It was believed that the cause of the issue was that the non-sterile reference frame was placed on upside-down at the time of registration. By doing this, the software would have thought it was navigating another part of the anatomy that was not on the scan of the head. It was noted that the inaccuracy was therefore at least 6-7 centimeters.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes associated with software: fdr 213, fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735585, version: 3.1.1. A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the system was inaccurate after registration. After registering and merging a magnetic resonance image (mr) and a computed tomography image (CT), when trying to navigate the pointer showed in the middle of space. When the manufacturing representative hit re-center, the 2d images appeared in the views. After zooming out on the 3d model and trying live navigation, the probe did not show anywhere near the patient's head. It was also reported that the site claimed no movement in the reference frame and the patient was pinned. The site did not remove the reference frame when draping the patient. It was noted that navigation was aborted. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.